Event description:
It was reported that the pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer attempted multiple steps to resolve the issue under guidance, but was initially unsuccessful in loading the cartridge. Ultimately, the customer service agent assisted the customer in resuming insulin therapy, with advice provided to replace the pump if the issue persisted.